Manufacturer narrative:
It was reported the customer is having difficulty pushing medication through the ports using the tubing. Received from the customer is one used primary set model 2426-0007 lot lot unknown. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed with the received set during visual inspection. Functional testing was performed by filling a lab IV bag with blue dye water and attaching it to the set allowing fluid to flow through the whole set via gravity. Fluid flowed freely and showed no signs of occluding. A lab syringe filled with blue dye water was attached to each smartsite medication port on the set and fluid was pushed through the set. Fluid was successfully pushed through each smarsite port with no occlusions occurring. The set was loaded into a lab pump module for an infusion test. The primary infusion was programmed at a rate of 125ml/h and 125 ml vtbi. The infusion completed successfully with no occlusions or occlusion alarms throughout the set. Equipment used for testing performed on 16sep2020: ¿ 8015 alaris pcu 1.5 #1 eq08330 4-aug-21 .¿ 8100 alaris system lvp #3 eq08470 5-jun-21. Device history record for model 2426-0007 could not be performed due to no lot number being provided by customer. The customer¿s report of difficulty pushing medication through the ports was not confirmed. The root cause of the customer¿s report could not be identified because no occlusions occurred at the smartsite ports or anywhere else throughout the received set. H3 other text : see h10

Event description:
It was reported that as lvp 20d 3ss cv tubing turned blue. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported the customer is having difficulty pushing medication through the ports using the tubing.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss cv tubing turned blue. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported the customer is having difficulty pushing medication through the ports using the tubing.